Event description:
Depuy spine was made aware of legal action being taken by a charite pt. Little info was provided. Report indicates that pt has continued pain post implant. An MDR is being filed to document this adverse event.

Manufacturer narrative:
Little info is known at this time and no definitive conclusions can be made at this time. At this time, no connection can be made between the reported event and any shortcomings of the device or info provided with the device.